Event description:
Litigation alleges that the patient suffered diminished physical function, extreme pain in his right hip, thigh pain, physical pain and impairment, limited range of motion and elevated levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 3/29/2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no lab results provided), malpositioned cup, and debris around the cup. There was no mention of the type of debris. The stem is being added for the high metal ions. There is no new additional information that would affect the existing MDR decision.